Manufacturer narrative:
Device evaluation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
The following information was provided by the initial reporter: called to report that the bd insyte autoguard¿ shielded IV catheter, ref 381423, lot 4239971, the products are not retracting. Doe: on (B)(6) 2025. 1 event. Serious injury: no. Death: no.